Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after receiving a vibratory alert on their implantable cardioverter defibrillator. Review of the transmissions revealed that there were episodes of non-sustained right ventricular oversensing, and it was discovered to be due to loss of capture. The patient was in stable condition.

Event description:
Additional information - it was reported that the patient presented to clinic for follow up on (B)(6) 2020, and it was noted that the capture threshold had increased.the device was reprogrammed to address the issue. The patient was stable and will continue to be monitored.